Event description:
Breast pump became very hot. Hot surface was not directly on skin due to a plastic insert, it would have caused a burn. It remained hot to the touch for quite a while. Model ep01 (sgp). Supplier agreed to replace it after internally reviewing temperature data. In the email stating they would replace it, they also mentioned another issue and said we should remove a bottle release button to be on the safe side. Is this a known safety issue? The email said: "some further information: we are aware of an issue affecting a small number of customers. You may not be affected by this, but to be on the safe side, please remove the bottle release button from your current hub and use this in your replacement" FDA safety report ID # (B)(4).